Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no response, including initial reporter occupation, by the customer. The device history record review confirmed that device conformed to specifications at the time of shipping. The repair history for this device was not available. It is likely that the connecting tube was unable to be connected as connector loosened and came apart by aged deterioration. The cause of the loosened connector could be that the user applied stress to the connector toward loosening direction, and the stress was accumulated, or the connector may have been hit by something hard. The instructions for use includes the following statements: chapter 3.inspection before use 3.3 inspecting the connectors: check the following for each connector: the connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
Field service engineer (fse) went on site to repair the broken grey connector. Fse repaired the broken grey connector and ran a rinse cycle to make sure there were no blockages. Steady stream on the lid from the connector using connector jig yielded expected results. Equipment was repaired and verified according to other equipment manufacturer instructions. Software attributes were verified and confirmed. The covers of the device were not removed so an electrical safety check was not required.

Event description:
As reported for this event by the customer, the device grey connector is broken. There is no reported harm to any patient.